Manufacturer narrative:
(B)(4). Date sent: 8/18/2015. Information was not provided by the initial contact. Information is unavailable. Batch # unk.

Event description:
It was reported that during a gastric septation procedure, during the stapling procedure of the small gastric curvature with a golden load, the stapling line was incomplete. It was necessary to do a manual suture with caprofyl 2-0 to ensure the patient's safety. It was made the methylene blue test and none event was detected. There were no adverse consequences for the patient.